Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2013) is considered to be a best estimate. This emdr represents the perfix plug (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2014 - patient was diagnosed with incarcerated left inguinal hernia and incarcerated umbilical hernia thereby underwent open repair with implant of perfix plug (device 1 and 2). Per op notes, "an incision was made superior to the umbilicus in the area of bulge. The hernia was noted to be incarcerated and not reducible. The hernia defect was identified; sutures were placed and closed the defect. The umbilical dermis was reattached to the fascia with suture. An incision was made over the area of inguinal ligament on the left. The hernia was identified and dissected away. Two perfix plugs (device 1 and 2) were placed and secured together with sutures." On (B)(6) 2016 - patient was diagnosed with left sided hydrocele thereby underwent open repair with left sided hydrocelectomy. Per op notes, "a transverse incision was made on the left side. Fluids were drained from the hydrocele. Testicle was placed back in the scrotum and dartos was closed with suture." On (B)(6) 2017 - patient was diagnosed with direct left inguinal hernia thereby underwent repair with excision of perfix plug (device 1 and 2) and implant of unknown mesh. Per op notes, "an incision was made on the location of the external ring. An ilioinguinal nerve block was performed. An old piece of mesh with numerous sutures and dense scar tissue was noted. Small vessels adherent to the mesh were taken down. The perfix plug (device 1 and 2) were removed. A very large direct inguinal hernia containing fat was identified and transected the hernia sac and fat. An unknown mesh was placed and secured with sutures." (Note: the mesh implanted in this procedure is unknown).